Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/06, inratio 1.5, lab 10. Vit k intervention was done.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/06, inratio 1.5, lab 10, mean 5.75, confidence limits cannot be determined. Per internal procedure, the calcualted mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The mean >5.0 and difference between inr's >2.2. The values consider inaccurate. Per text "the father mentioned that the first inr was out of a very poor fs and milking was done, along with smearing. Returned products will be investigated.